Event description:
It was reported to philips healthcare that the heartstart mrx displayed a service required message with an ECG bias autotest entry in the log. There is no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.